Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 for the treatment of stress urinary incontinence and a mesh was implanted. The patient experienced multiple complications, including erosion, bleeding, incontinence, infection, swelling, difficulty voiding, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. She underwent a mesh excision surgery on (B)(6) 2008. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation concurrently with hysterectomy, repair of cystocele, and cystoscopy to treat uterine prolapse and stress urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a cystoscopy for urinary incontinence and voiding dysfunction on (B)(6) 2007. The patient underwent removal of eroded suburethral mesh on (B)(6) 2008. (B)(4).